Event description:
Vancomycin was started preop at 10:45am in the holding area. The medication was hung on the pump incorrectly and the antibiotic never ran, the normal saline ran instead. Anesthesia personnel ran the antibiotic at the end of the case.